Event description:
It was reported that the infusion set was caught on a bag and fell off on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: (B)(6) state: california zip code: (B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.